Event description:
It was reported that the patient developed pain in the region of his thoracotomy incision post lv lead implant. He was taken to the emergency room, and was later transferred to the hospital. A chest x-ray revealed an enlarged cardiac silhouette, and a small left-sided hydropneumothorax. A CT-scan also showed small pericardial effusion and small bilateral pleural effusions. The patient was treated for pain and released. The lv lead is still in use and no further patient complications were reported as a result of this event.